Manufacturer narrative:
We called the customer and was told that there is no cns that is still down at this time. Called back the customer and left a message for a follow up and to call back if there is a need for assistance and also requested the serial number of the unit. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).